Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 277 mg/dl at 9:49 p.m., 146 mg/dl at 9:53 p.m. And 486 mg/dl at 9:54 p.m. On the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the contour next meter and contour next test strips from lot # 0dpec41a for evaluation. The returned meter had a different serial # from the one implicated to be involved in the event occurrence. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.